Manufacturer narrative:
Evaluation of the canopy found one element missing in a patient access area. If one zipper element is missing in a patient accessible area, it can allow for the zipper to later be opened by separating the zipper at the location of the missing element. In this case, there was no impact or consequence to the patient and the canopy was returned for servicing when the zipper issue was identified. Although it cannot be confirmed, it is possible that routine wear-and-tear from repeated use contributed to the missing zipper element. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not be put into use with a patient and should be returned to posey for servicing. Service issues are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time manufacturer reference file #(B)(4).

Event description:
Customer emailed about a canopy with a broken zipper on the left side window. During the service activity it was discovered that one of the zippers was missing a zipper element.